Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the severely calcified and severely tortuous distal right coronary artery (rca). A stent had been previously deployed at the proximal saphenous vein graft (svg). Dilatation was performed using a 2mm non-bsc balloon catheter. A 2.16 x 2.25mm promus premier¿ stent delivery system was advanced via svg; however, the device was unable to cross due to severe recoil of the lesion. The physician performed plain old balloon angioplasty (poba) and attempted to cross the device but still failed. It was then noted that the stent was detached. The physician suspected that this stent came into contact with the stent which had been previously deployed at the proximal svg. The detached stent was removed using a gooseneck snare and the procedure was completed. No further patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older device is a combination product. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).